Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced an nfusion set cannula crimped events on(B)(6)2025, (B)(6)2025 and (B)(6)2025. The event occurred within two to four hours of insertion. The insertion site was two at abdome and one towards back. . The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.